Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)" in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2004, parity 4 (on (B)(6)1997, on (B)(6) 2000, on (B)(6) 2002 and on (B)(6) 2006), miscarriage, menstrual cramps on (B)(6) 2004, anemia, hernia, ovarian cyst, multigravida and menometrorrhagia. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 to on (B)(6) 2013 for contraception as well as minerals nos; vitamins nos (prenatal vitamins) from on (B)(6) 2006 to on (B)(6) 2006, nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and adenomyosis ("extensive adenomyosis") and was found to have uterine leiomyoma ("leiomyomata uteri"). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problem") and abdominal pain ("abdominal area pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy,d & c and ablation novasure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vaginal discharge, nausea, fatigue, urinary tract disorder, bladder disorder, weight increased, dysmenorrhoea, hormone level abnormal, headache, migraine, tooth disorder, depression, anxiety, uterine leiomyoma, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: it was reported that she had novasure ablation. Discrepancy in essure removal - as per pfs essure removal not done. (Have you had your essure (or any part of the device) removed? No). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pregnancy test: on (B)(6) 1997: results: confirmed; on (B)(6) 2004: results: ectopic pregnancy. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal bleeding and urinary tract infection. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event added from pfs- abdominal area pain. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy in 2004, parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2006), miscarriage, menstrual cramps in 2004, anemia, hernia, ovarian cyst, multigravida and menometrorrhagia. Concurrent conditions included obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 months 25 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish"), uterine leiomyoma ("leiomyomata uteri") and adenomyosis ("extensive adenomyosis"). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), hormone level abnormal ("hormonal changes"), headache ("headaches"), migraine ("migraines") and tooth disorder ("dental problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy,d & c) and surgery (ablation novasure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vaginal discharge, nausea, fatigue, urinary tract disorder, bladder disorder, weight increased, dysmenorrhoea, hormone level abnormal, headache, migraine, tooth disorder, depression, anxiety, uterine leiomyoma and adenomyosis outcome was unknown. The reporter considered abdominal pain upper, adenomyosis, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: it was reported that she had novasure ablation. Discrepancy in essure removal - as per pfs essure removal not done. (Have you had your essure (or any part of the device) removed? No) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pregnancy test - on 19-sep-1997: confirmed.; in (B)(6) 2004: ectopic pregnancy. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal bleeding and urinary tract infection. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Event added: depression, mental anguish, leiomyomata uteri, extensive adenomyosis. Event onset date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy in 2004, parity 4 ((B)(6) 1997, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2006), miscarriage, menstrual cramps in 2004, anemia, hernia, ovarian cyst, multigravida and menometrorrhagia. Concurrent conditions included morbid obesity. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In august 2009, 8 years 5 months after insertion and 1 day after removal of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On 12-jan-2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hormone level abnormal ("hormonal changes"), headache ("headaches"), migraine ("migraines") and tooth disorder ("dental problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vaginal discharge, nausea, fatigue, urinary tract disorder, bladder disorder, weight increased, dysmenorrhoea, hormone level abnormal, headache, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: it was reported that she had novasure ablation. Discrepancy in essure removal - as per pfs essure removal not done. (Have you had your essure (or any part of the device) removed? No) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pregnancy test - on (B)(6) 1997: confirmed.; in february 2004: ectopic pregnancy. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal bleeding and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- bladder or urinary problems or changes, weight gain, dysmenorrhea (cramping), hormonal changes, migraines, headaches, dental problem and apareunia (inability to have sexual intercourse). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included ectopic pregnancy in (B)(6) 2004, menstrual cramps in (B)(6) 2004, parity 4 (B)(6) 1997, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2006, miscarriage, anemia, hernia, ovarian cyst, multigravida and menometrorrhagia. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera) since 2002 to (B)(6) 2013 for contraception as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2006, nsaids since 2006 and paracetamol (acetaminophen) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and adenomyosis ("extensive adenomyosis") and was found to have uterine leiomyoma ("leiomyomata uteri"). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problem"), abdominal pain ("abdominal area pain") and anaemia ("anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy,d & c and ablation novasure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, vaginal discharge, nausea, fatigue, urinary tract disorder, bladder disorder, weight increased, dysmenorrhoea, hormone level abnormal, headache, migraine, tooth disorder, depression, anxiety, uterine leiomyoma, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: it was reported that she had novasure ablation. Discrepancy in essure removal - as per pfs essure removal not done. (Have you had your essure (or any part of the device) removed? No). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pregnancy test - on (B)(6) 1997: results: confirmed.; in (B)(6) 2004: results: ectopic pregnancy. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal bleeding and urinary tract infection. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event anemia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did not undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy in 2004, parity 4 (30-sep-1997, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2006), miscarriage and dysmenorrhea in 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, 7 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, nausea and fatigue outcome was unknown. The reporter considered abdominal pain upper, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 1997: confirmed.; in (B)(6) 2004: ectopic pregnancy. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs-new events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), urinary tract infection, vaginal discharge, nausea, fatigue, stomach pain and did not undergo an essure confirmation test. Historical conditions and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.